Manufacturer narrative:
Additional information h6. The pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is affixed. The battery charge level was identified at 0 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. A visual inspection of the pump found that the condition of the j9 connector was not correct per procedure. The j9 connector was disconnected, and the glue bead removed. Reassembled and confirmed the mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were fully seated. Glue installed per procedure. During functional testing, primary audible alarm background was present. The customer's allegation was confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
Other text: additional information h6 the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is affixed. The battery charge level was identified at 0 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. A visual inspection of the pump found that the condition of the j9 connector was not correct per procedure. The j9 connector was disconnected, and the glue bead removed. Reassembled and confirmed the mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were fully seated. Glue installed per procedure. During functional testing, primary audible alarm background was present. The customer's allegation was confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4).

Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.